Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested for this case, but has not been received to date. (B)(4).

Event description:
A nurse reported that the iop (intraocular pressure) control disabled during a vitrectomy procedure. They exchanged the pack to complete the surgery. There was no harm to the pt. Add'l info has been requested, but had not been received to date.